Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5515f702; triathlon ps fem comp #7r-cem; lot# dnh7r. Cat# 5521-b-800; tri ts baseplate size 8; lot# bgi7la. Cat# 5551-g-381; triathlon asymmetric x3 patella; lot# x9dr. Cat# 6195-1-001; simplex hv with gentamicin us 1 pack; lot# 727ba870dy. Cat# 6195-1-001; simplex hv with gentamicin us 1 pack; lot# 727ba870dy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised. After getting a flu shot, patient felt unwell and an ache developed in his knee shortly after. Infection was confirmed and a poly swap with washout was performed. Rep provided the primary usage sheet and confirmed that no further information will be released by the hospital or surgeon.